Manufacturer narrative:
Analysis of the implantable neurostimulator found that there was a procedural non-conformance, noting that the setscrew was backed out too far. Output tests showed good stable output.

Event description:
It was reported that during the implant procedure, an impedance check showed impedances of >4000 ohms for all but one electrode combination. The impedances were still the same even after cleaning off the electrode, flushing the implantable neurostimulator (ins) with sterile water, increasing the amplitude, and turning off all electrical components in the room. The device was returned for analysis. A new ins was used but the same issues occurred even with the same actions. The healthcare provider (hcp) determined that ¿something intrinsic¿ in the operating room was causing the high impedances, noting that he thought the radiology could have interfered. The hcp was confident that the cause of the high impedances was something mechanical going on around them and so he left the system intact and closed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the hcp reported the impedances resolved immediately after new battery. The first ins didn't work properly. No troubleshooting attempts, interventions, or other actions were taken. The patient recovered without permanent impairment and all went well with no further problems.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), product type implantable neurostimulator; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4). Supplemental report will be sent once analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.